Manufacturer narrative:
The impella cp has not been return by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) year-old female patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs) the patient was implanted on (B)(6) 2021 explanted on (B)(6) 2021. It was reported that the patient experienced access site bleed. The issue was improved by applying purse string sutures (x6) to the insertion part and adjusting the angle of the sheath. The patient was also administered 20 units of red blood cells and fresh frozen plasma. Subsequently, the patient experienced hemolysis during impella support. As a result, haptoglobin was administered on a daily due to persistent hemolysis. Cardiac function recovered and the patient was successfully weaned and explanted. No further information was provided.